Manufacturer narrative:
A getinge field service engineer evaluated the unit was due for safety disk replacement back in december. Parts were out of stock, replaced safety disk and verified unit passed all manifolds test. Device returned to customer. The failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of safety disk leak tests failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure message of safety disk leak test failed. The fat dept, observed membrane leak result 6mmhg on display with failed but it could be above 6.0mmhg; the factory specification of membrane leak tests is +-6 mmhg. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit safety disk failed 4th leak check. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.